Event description:
At approximately 1:30pm a formaldehyde leak was discovered from the reuse cart. The dialysis facility was evacuated. The employee who attempted to control the spill developed burning of the eyes throat, nose, and upper chest. She attempted to seek medical evaluation but was unable- 3 hours waiting at ER, private md not in- symptoms have subsided by later that evening.